Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU) ifu0101-00, us, english, rev. E, was reviewed. 3. Contraindications do not use the aquabeam robotic system in patients who do not meet the indication for the system¿s intended use. The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. A root cause for the reported event could not be determined. It was reported that the patient had a myocardial infarction during transport to the post anesthesia care unit (pacu) post-extubation. It is unknown if the patient had pre-existing conditions and what caused the cardiac episode to occur. Multiple attempts to obtain additional information have been unsuccessful. The patient has since been discharged. Shall new information becomes available in the future, then further investigation will be conducted. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that, following post-aquablation therapy, the patient experienced a myocardial infarction during transport to the post anesthesia care unit (pacu) and post-extubation. As of the date of this report, procept has attempted to obtain additional information; however, these efforts have been unsuccessful. The patient has since been discharged. No malfunction of the aquabeam robotic system was reported.